Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined the initial report was forwarded in error and should be voided. This report was found to be a duplicate/continuation of the event in report: 0001032347-2020-00479.

Manufacturer narrative:
Zimmer biomet complaint cmp (B)(4). The device will not be returned for analysis as it remains implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2020-00471, 0001032347-2020-00473. Medical products: pectus system smooth pectus bar 25.4cm (10in)(l), part# 01-3710-p, lot# 787280, pectus system smooth pectus bar 25.4cm (10in)(l), part# 01-3710-p, lot# j3839223, pectus system smooth pectus bar 27.9cm (11in)(l), part# 01-3711-p, lot# j3805905. The user facility is foreign; therefore, a facility medwatch report will not be available. Report source: (B)(6).

Event description:
It was reported the patient has been hospitalized for a recurrent pneumothorax fifty-six days following implantation of four (4) pectus support bars. The patient underwent a revision to address device migration fourteen (14) days following implantation of pectus support bars. The patient has previously undergone two (2) emergency surgeries to address the development of a pneumothorax. The patient remains hospitalized for the recurrent pneumothorax. It was reported that no further information is available.